Manufacturer narrative:
E1: phone ext (B)(6). One device was received for evaluation. A review of the event history log (ehl) revealed a downstream occlusion (dso) alarm. Functional testing was unable to duplicate the reported problem; however, it was verified in the ehl. It was determined that the root cause was due to an intermittent downstream occlusion sensor. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.